Event description:
It was reported that a flogard infusion alarmed f-38. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard was serviced on-site. Visual inspection and functional testing were performed. During the review of the alarm log, alarm f-38 was identified. Alarm f-38 indicates that the force sensing resistors (fsr's) are faulty. The fsr's were replaced to resolve the reported condition. The pump passed all testing and was returned to the customer in working order.